Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bi-lateral mastectomy procedure when the device was fired and the clip cut the vessel. Three different devices were used and when the devices were fired the clips cut the vessels. Bleeding occured, but the patient did not need a blood transfusion. A competitors device was ued to complete the case with no further patient consequence.